Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred in the 4b area. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. "Baxter will continue to monitor similar reports to determine if further actions are required". The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken power cord was neither confirmed nor reproduced during device evaluation. No cause was identified and no repairs were performed for the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service, the ac cord was replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should relevant additional relevant information become available, a follow-up MDR will be submitted.